Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was receiving clonidine (300 mcg/ml, 195 mcg/day) and fentanyl (10,000 mcg/ml, 6511 mcg/day) via intrathecal drug delivery pump for spinal pain. It was reported that approximately 1/2 hour after pump refill, the patient went home, got extremely sleepy, then slept for about 2 hours, awoke & called the doctor and was advised to not take any other medications and have his wife monitor him. The patient had a feeling of being overmedicated, had marked somnolence, and temporary blurred vision on (B)(6) 2018. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting or interventions were performed. The issue was resolved. The patient status was 'alive - no injury.' No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(4) 2018. It was reported that the needle had fully entered the refill septum during the refill and the hcp confirmed this with an ultrasound. No further complications were reported.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.